Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 along with concurrent hysteroscopy, d&c and endometrial ablation due to mixed incontinence, menorrhagia, cystocele and rectocele. It was reported that patient underwent mesh revision on (B)(6) 2004 due to incomplete bladder emptying status post anterior repair and synthetic pubo-ovarian sling. It was reported that patient underwent mesh excision, mobilization and reclosure of the vaginal mucosa over on (B)(6) 2006 due to mesh exposure. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat cystocele and stress urinary incontinence in the summer of 2004 and an unknown mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.